Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y bypass procedure, while passing and pulling the orvil down, it broke and detached from the anvil. It fell in the patient cavity and was retrieved attached string to pull out. A smaller size orvil was opened to complete the case. There was no patient injury.